Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was giving out a constant tone. Customer's blood glucose was 90 mg/dl. Customer had done an insulin pump rest and changed the battery. Issue was not resolved. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response on all buttons and constant tone due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No damage on keypad traces. Unable to verify for display anomaly, low battery alarm, button anomaly and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no button response. Device received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.